Event description:
The pe insert could not be inserted into the cup, (insert without edge). The surgeon then tried with a second insert (with edge). The insert could not be inserted either. After several tried and cleanings, the surgeon managed to insert the 2nd insert. The surgeon put an insert with edge although he wanted to put an insert without an edge. The surgery was prolonged by 15 minutes.